Manufacturer narrative:
The customer was sent a replacement pump. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitely concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to medela customer service on (B)(6) 2016 that she was experiencing low suction with her pump in style advanced (pnsa) starter breast pump. Her doctor diagnosed her with mastitis and prescribed an antibiotic.

Manufacturer narrative:
A medela clinician followed up with the customer on 2/24/2016 and the customer's mastitis was resolved. At the time of the initial medwatch filing, the product was not received and evaluated. The pump in style advanced (pnsa) was received on 3/2/2016 and evaluated by quality engineering on 3/7/2016. The attached product evaluation revealed that the pump passed all functional tests and operated within specifications. The technician noted in the evaluation that the breastshield connector, tubing, and valve were covered with residue.